Event description:
It was reported that shaft break occurred. A 4.50 x 32mm synergy megatron was selected for use. During the procedure, break at the sheath level before the implant of the device was noted. No further information is available.

Event description:
It was reported that a shaft break occurred. A 4.50 x 32mm synergy megatron was selected for use. During the procedure, before device implant, a break at the sheath level was noted. No further information is available.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of the synergy megatron mr ous 4.50 x 32mm device. Visual, tactile and microscopic analysis was performed on the device. Visual and tactile examination of the hypotube found a break at 89cm distal to the distal end of the strain relief. No other device issues were identified during returned product analysis.